Event description:
It was reported that the vascular stent was implanted in the subclavian artery. After post-dilation, the vascular stent was found to be fractured. Another stent was deployed for treatment. No pt injury was reported.

Manufacturer narrative:
Although this product is not sold in the united states, this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the united states under #(B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specification prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Based on the evaluation of the images provided,the alleged stent fracture could not be confirmed due to the poor quality of the images. Potential factors that could have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent fracture. Also an insufficient pre or post-dilatation as well as highly calcified or tortuous vessels may be contributing factors. The reported application represents an off-label use of the device which also may be a contributing factor. Based on the info available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states that stent fracture is a potential complication that may occur. The IFU indicates that the e-luminexx vascular stent is intended for use in the iliac and femoral arteries. The info provided by bard represents all the known info at this time. Despite good faith efforts to obtain additional info, the complainant was unable or unwilling to provide any pt details.